Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley, close to the grip. The instrument passed the electrical continuity test in both grips. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during central processing, it was noticed that there was a slight melted spot at the base of one of the jaws of the fenestrated bipolar forceps instrument, almost like the energy was concentrated near the base. There was no report of patient involvement and no reported injury.